Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit as described in the complaint event description and remains implanted in the patient. The delivery wire was observed to be in good condition (i.e., no kinks, no bends, no elongations). The introducer was not returned for evaluation. The delivery wire underwent dimensional analysis and all measurements were confirmed to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The reported issue documented in the complaint regarding the stent being prematurely separated was confirmed as the stent was noted already detached from the delivery system. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The introducer component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697562. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-may-2024. [Additional information]: on 13-may-2024, additional information was received. Per the information, the intended procedure was thrombectomy and stenting with the target being the right middle cerebral artery (mca). The thrombus was in the right mca. The thrombus was removed using competitor devices. The microcatheter used was a prowler select plus (606s255x / 31204259). The information indicated that the first stent became prematurely separated and was implanted distal to the target site. The second stent was a 4mm x 30mm enterprise 2 stent (encr403000). The information confirmed there was no negative patient impact. The reported 10-minute procedure extension was not clinically significant. The stent push wire will be returning. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-may-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, after using other devices to remove the thrombus, the first stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8697562) passed through the microcatheter (unspecified brand). Before the stent reached the target position, it was noted that the stent body had become prematurely separated from the delivery wire under digital subtraction angiography (dsa) fluoroscopy. The physician delivered a second stent (unspecified brand) to the target site via the same microcatheter and released the second stent at the target site to complete the procedure. The first stent was left distal to the target site in the patient. The procedure was prolonged by approximately 10 minutes. The patient was reported to be in stable condition; there was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the stent component remains implanted and is not available for return. The remainder of the device component is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697562. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Premature detachment of the enterprise2 stent from the guide/delivery wire while in patient (at an unintended site), can potentially lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. In this case, there were no reports of patient consequence; however, the original procedure plan was modified, and the physician was required to perform the surgical intervention of implanting an additional stent to cover the target site and preclude patient harm. Based on this required surgical intervention, this event meets us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.